Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that there were air bubbles in the tubing and reservoir. Customer's blood glucose was 500 mg/dl. Customer's blood glucose was 426 mg/dl at time of call. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the device for analysis.